Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2022. During the procedure, it was impossible to ligate the esophageal varices as the bands could not deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter facility name: the event took place at "(B)(6)." (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter facility name): the event took place at "hopital de la croix-rousse / 07 - endoscopie digestive." Block h2 (additional information): block b5 has been updated based on the additional information received on may 12, 2022. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6), 2022. During the procedure, it was impossible to ligate the esophageal varices as the bands could not deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. **additional information received on may 12, 2022** it was reported that there was no difficulty experienced upon setting up the device.